Event description:
Pt implanted with two opal spacers, six screws, six caps and two rods at l4-s1 (B)(6) 2011. Post-op, it was discovered that the spacer on the left side was backing out. On (B)(6) 2011, hardware was removed and replaced on the left side along with a larger sized spacer. The right side construct remained intact.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.